Event description:
Reporter alleged blood glucose measured 473 mg/dl, so customer took 10 units of insulin as a result. Customer stated soon afterwards, feeling low glucose symptoms, however, meter read 567 mg/dl, so customer was given a soda by a friend and paramedics were called. It was stated within 10 minutes, paramedics measured customer's glucose to be 47 mg/dl and was treated with glucagons gel. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.